Event description:
During coil embolization of an unspecified aneurysm at the patient¿s internal carotid-posterior communicating artery junction the cashmere coil (crc140820-30/c20212) did not detach. The vessel was moderately tortuous but not calcified. After the complained coil was positioned inside the aneurysm, the physician attempted to detach the coil a number of times, but the coil did not detach. During the attempts, the physician confirmed that the lamp of the enpower was lit. It was only reported that the light was lit properly as expected although the specific light was not provided. The coil was safety removed, and another smaller cashmere (details unknown) was used to successfully embolise the aneurysm. The procedure was completed without any further issues, but delayed for 10 minutes. There was also no patient injury/complications reported. It was reported that an unspecified synchro (stryker, type unknown), an unspecified fubuki (asahi intecc, type unknown), an unspecified excelsior sl-10 (stryker, type unknown), and an unspecified enpower detachment control box (lot unknown) were used for the above procedure. The same connecting cable and detachment control box were used successfully with subsequent coils.

Manufacturer narrative:
Continued from event description: the complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no damages were reported on the devices after the event. No unintended detachment was observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The coil was not stretched when it was removed. A pre-deployment electrical check was performed and there were no issues. The low battery light was not seen during the case. All connections appeared to fit properly without application of excessive force. The complained product is not available for the evaluation. No additional information is available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.